Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided by the consumer. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
When the consumer went to pull the tampon out, it completely unraveled, she wrote she needs to make an appointment due to this. Limited information from consumer.